Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's hematoma reportedly occurred after a fall. The recipient's issue has resolved. The recipient continues the use the device. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a hematoma near the implant site. The fluid from the hematoma is drained and cared for monthly by the recipient's surgeon. There is no skin breakdown or visible bleeding. The recipient continues to use the device.